Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr could not duplicate the issue and checked system with pf300 then found the vte was off. The flow sensor was replaced. The fsr performed a full ovp and the field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire that the vela ventilator started alarming "vent inop" while in use on a patient. The customer advised that there was no patient harm associated with this event.